Event description:
Per the surgeon, the patient experienced a loss of osseointegration (date not reported) resulting in fixture loss, and the patient was reimplanted with a new device on (B)(6) 2013.

Manufacturer narrative:
Device currently unavailable.